Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian cyst ruptured ('I had an ovarian cyst') and presyncope ('I nearly passed out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), presyncope (seriousness criterion medically significant), pelvic pain ("I am facing worst pain") and vomiting ("was on verge of puking"). At the time of the report, the ovarian cyst ruptured, presyncope, pelvic pain and vomiting outcome was unknown. The reporter considered ovarian cyst ruptured, pelvic pain, presyncope and vomiting to be related to essure. Amendment: the report was amended for the following reason: significant correction was done. Coding was changed from loss of consciousness to presyncope. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian cyst ruptured ('I had an ovarian cyst') and presyncope ('I nearly passed out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), presyncope (seriousness criterion medically significant), pelvic pain ("I am facing worst pain") and vomiting ("was on verge of puking"). At the time of the report, the ovarian cyst ruptured, presyncope, pelvic pain and vomiting outcome was unknown. The reporter considered ovarian cyst ruptured, pelvic pain, presyncope and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.